Event description:
During a percutaneous transluminal angioplasty, while removing device from package the product deployed prematurely. The product was not used in the pt. There was no additional pt, vessel, lesion, or procedural info available to date. This product has been returned for eval and testing, however the engineer's report is not yet complete.